Manufacturer narrative:
On 4/29/2019, mentor became aware that the concomitant device information was erroneously excluded from the initial report. On 4/15/2019, mentor received the suspect medical device along with the concomitant device, which was a 325cc mentor smooth round moderate profile saline, catalog: 3501650, lot: 5759110. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/22/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a tear was observed an area of missing material running from the anterior aspect to the posterior measuring approximately 1.1 cm x 1.1 cm. Leak testing was performed according with mentor procedures and it revealed a tear measuring less than 0.1 cm within a crease and an area of shell abrasion located in the posterior aspect. Microscopic examination of the edges of the missing material gave no indications as to cause of the failure. No other anomalies were discovered. Since the second product is a concomitant device, no further analysis is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) /2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (right) 375cc mentor smooth round moderate plus profile saline catalog: 3502375 lot: 6961171 sn: (B)(4) and (left) 375cc mentor smooth round moderate plus profile saline catalog: 3502375 lot: 7342242 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with a 325cc mentor smooth round moderate profile saline breast prosthesis on the right side, experienced deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2019.